Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter wrapped around the unknown wire, making it impossible to remove the ivus catheter without also removing the interventional wire. No patient complications were reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. G4: premarket / 510(k) # k173820, k213593.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. G4: premarket / 510(k) # k173820, k213593. The device was returned for analysis. Visual and microscopic inspection revealed that the telescope, sheath, and imaging window were kinked. Also, the guidewire was found to be entangled with the imaging window.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter wrapped around the unknown wire, making it impossible to remove the ivus catheter without also removing the interventional wire. No patient complications were reported.